Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect which started 3 days ago. The pt seemed to have lost muscular control, could not support himself (intermittent grip) or bend over. His eyes were closed and could not speak as loud and clear, he was very tired, and was hard to wake up. His programmer indicated that his neurostimulator was turned on. Add'l info was requested. See MFR report # 3004209178-2011-01449.